Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to be connected to the header of the pulse generator. The lead was not used, and a new lead was implanted/connected successfully. The patient was discharged with no adverse consequences reported.

Manufacturer narrative:
The reported event of ¿the lead could not be inserted into the interface¿ was not confirmed. As received, a complete lead was returned. The lead was tested with a device and the connector pin was able to be inserted and removed. Dimensional analysis of the connector region was within specification. Electrical testing was normal. Visual inspection and x-ray examination of the lead was normal except for the damages found consistent with procedural damage.